Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
An 85-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2020. On (B)(6) 2024, novocure was informed that the patient had fallen and struck his head on a cabinet, subsequently requiring emergency room (ER) treatment where ten staples were applied to a scalp laceration. The patient's spouse indicated that the patient experiences balance issues when not using his walker, confirming that the device did not contribute to the fall. Upon reviewing the medical records received by novocure on (B)(6) 2024, it was noted in the emergency room (ER) provider's report that the patient presented to the ER on (B)(6) 2024, following a fall that resulted in a 6 cm scalp laceration on the left parietal region, which required ten staples. At the time of the incident, the patient had just completed home physical therapy and was walking to the kitchen when he tripped and struck his head against the corner of a granite countertop. A CT scan of the head and cervical spine was performed in the ER, with results pending at that time, but no acute findings were reported. On october 22, 2024, further information provided by the spouse indicated that the patient was wearing arrays at the time of the fall, and that the arrays did not contribute to the laceration. Additionally, the healthcare provider reported on (B)(6) 2024, that the patient had sustained a laceration from a fall at the end of june, although no causality assessment was provided.